Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called asking for assistance decreasing the amount of insulin she is receiving from her insulin pump. She has been having low blood glucose levels. Her blood glucose level was 50 mg/dl. Customer was hurt while at work last friday and went to the doctor. She was given an IV of pain medications and is now having an allergic reaction. Customer does not know what could be causing her low blood glucose levels besides the IV drip and injury. Customer treated for lows with orange juice and a glucose liquid shot. Customer's blood glucose level is now 229 mg/dl. She declined trouble shooting for low blood glucose because she wanted to go back to bed. Customer was assisted with changing her rates. Nothing further reported.